Manufacturer narrative:
Concomitant products: 407652 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and high number of short v-v intervals. In addition, the rv lead exhibited high thresholds and oversensing. The right atrial (ra) lead exhibited oversensing. The patient experienced inappropriate therapy due to electromagnetic interference. The ra lead, rv lead, and device remain in use. No further patient complications have been reported as a result of this event.